Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, functional tests were conducted on 30 retained samples to assess leakage during use and one of the samples failed testing as there was leakage from a hole in the tubing during draw. Additionally, the 30 retain samples were subjected to retraction lockout testing and all samples passed testing as they were able to be activated properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hole in the tubing. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was holes in a tube. No patient impact reported.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: medical device type or (product code): jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was holes in a tube. No patient impact reported.